Manufacturer narrative:
(B)(4) baxter received and evaluated the device and found it was out of specification in relation to the system error 105, which was reproduced at power up. System error 105 was found to be caused by a failed motor. The motor was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.